Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: charging bracket was physical damage to wear and tear. Another charging bracket was placed on the pump. When pump was tested, problem service needed appeared on the pump. Found the lower right actuator pin was struck. Av (actuator valve) pins was cleaned. After cleaning the av (actuator valve) pins. Pump was tested and there were not problems. On (B)(6) 2024: customer provided the serial number of the physically damaged charging bracket in the text above. A complaint for the physically damaged charging bracket had already been recently opened and will be returned. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported.

Manufacturer narrative:
Sections d1 and d4 updated to align with the information listed on gudid.

Event description:
No product was returned for investigation. Fresenius kabi was in communication with the customer, and it was found that the issue was due to contamination causing sticking of the fva valve pin. The issue was resolved with a thorough cleaning by the customer. The pump passed test infusions and the customer placed the unit back into active service. Fresenius kabi has also sent a cleaning letter which contains a link to training tools that document the proper cleaning process for the cassette loading area of the pump.